Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they checked the angio-seal product, they found that there was no temperature control label on the product packaging. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. Visual inspection revealed that there was no temperature control label present on the header bag. No other visual anomalies were noted. Based on the finding of the evaluation, the complaint could be confirmed for missing control temperature label. Based on the investigation, the principle root cause of this event was attributed to manufacturing method. A non-conformance report (nc) was also initiated to investigate this issue and a supplier corrective action report (scar) was initiated for proper investigation. Appropriate actions have been taken by the manufacturing site per the complaint (com).